Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that she experienced high blood glucose of 600 mg/dl and was hospitalized with diabetic ketoacidosis. Blood glucose value at the time of the admission was 450 mg/dl. The customer woke up at 250 mg/dl and was not feeling well, she started vomiting and mother took her to the hospital. She had received a no delivery alarm. Customer has been of the insulin pump for 2 or 3 months. Current blood glucose is 153 mg/dl.